Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced the fastener no longer facilitates the proper cot operations during loading/unloading. There were 2 events with patient involvement; 1 patient experience pain.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced the fastener no longer facilitates the proper cot operations during loading/unloading. There were 2 events with patient involvement; 1 patient experienced pain.